Manufacturer narrative:
The lead remains in service and no other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this lead exhibited an increase in pacing impedance from 350 ohms to 1240 ohms. Additionally, threshold measurements have increased slightly. Sensing remains unchanged and there are no unusual stored episodes. The lead will continue to be monitored. No adverse patient effects were reported.